Event description:
It was reported that the patient developed hives the day of her gastric band procedure and has hives again. The patient plans follow up with her physician. It is unknown if the band could be causing the hives.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.